Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing discomfort. The ipg site had scabs present but no infection. The patient underwent surgical intervention where the ipg was repositioned and two extensions were implanted.

Event description:
Follow up information identified the ipg site is comfortable and the issue is resolved.